Event description:
Complainant alleged that the medic was monitoring the pt who was conscious and sitting up, when the device suddenly stopped displaying the pt's ECG, and instead displayed "scribbling, crazy real fine lines going up and down". The device also displayed a "cannot dump" error message. The device then suddenly began appropriately displaying the pt's ECG rhythm, but then again displayed erratic display. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.